Manufacturer narrative:
Dräger contacted the user facility to obtain further information. It could be determined that the biomedical engineer was not able to pull log files since the device could reportedly not be switched on in follow-up of the event. It was further disclosed that the device has been repaired by a third-party service provider, details about findings, replaced parts etc were not available. Based on the information that is at hand, a reliable conclusion in regard to the root cause can't be made. A problem with the energy supply (device-internal power supply unit, battery) seems to be likely, other scenarios would however be imaginable as well. Due to lack of information there is no differentiation possible. It can be concluded that the device responded as designed upon a shut-down caused by unknown condition - the unit has posted an alarm to alert the user to the shut-down; no patient consequences have occurred.

Event description:
It was reported that the device performed a reboot during a running ventilation episode. The device was replaced as a precaution; no patient consequences have reportedly occurred.